Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroglossal cyst excision, weight gain, menses irregular and breast cancer. Concurrent conditions included menorrhagia and cervicitis. Family history included breast cancer. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("bleeding: dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion detail: the spring were deployed using direct visualization. Both side reveled coil of 1 to 2 revolution. Surgical pathology report revealed, the left fallopian tube contains a 2.7 cm. In length coiled metal wire which extends into the left cornu. The right fallopian tube also contains a 2.7 cm. In length coiled metal wire which extends into the right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure devices are in appropriate position. There was no filling of the fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain, dysfunctional uterine bleeding." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroglossal cyst excision, weight gain, menses irregular and breast cancer. Concurrent conditions included menorrhagia and cervicitis. Family history included breast cancer. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("bleeding: dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: insertion detail: the spring were deployed using direct visualization. Both side reveled coil of 1 to 2 revolution. Surgical pathology report revealed, the left fallopian tube contains a 2.7 cm. In length coiled metal wire which extends into the left cornu. The right fallopian tube also contains a 2.7 cm. In length coiled metal wire which extends into the right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure devices are in appropriate position. There was no filling of the fallopian tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, pelvic pain, dysfunctional uterine bleeding." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.